Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise was received contained in the decontamination pouch. Visual inspection was performed. The markers of the detached stent were kinked. Microscopic inspection was performed. The distal end of the delivery wire was found stretched. No further damage was found on the stent component. The detached stent prevented functional testing for the withdrawal difficulty reported, the reported issue in the comlaint is confirmed based on the damaged delivery wire and bent stent. It is possible that in an effort to overcome the impeded condition reported, excessive force was inadvertently applied during the device advancement which ultimately led to the damages found in the delivery wire and stent, and detachment of the stent. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9633176. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09-apr-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo of the stent. The review is documented below. [Photo review]: the photo included in the complaint shows a detached stent alone with its struts damaged; bent on both ends. No other damage was observed. The issue regarding stent being stuck in the distal end of the microcatheter and could not be retracted and the tip of the stent being kinked / bent was confirmed based on observed detached and bent condition. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9633176. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that prior to the start of an endovascular embolization procedure on (B)(6) 2026, the device outer packaging and the device were inspected and found in good condition. During the procedure, the 4.5mm x 22mm enterprise (enc452212 / 9633176) was advanced to the target site via the associated 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and an attempt was made to release the stent, but the stent placement was not ideal. The physician tried to retract only the stent, but the stent was stuck in the distal end of the microcatheter and could not be retracted. The physician removed the microcatheter and the stent together from the patient and increased the force to retract the stent. It was found that the tip of the stent was kinked / bent. The physician replaced both devices to complete the procedure. There was no report of any negative impact on the patient. A photo of the stent was included in the complaint. The product analysis team will review the photo. On 24-mar-2026, additional information was received. The information indicated that the procedure was targeting an ocular segment aneurysm. There was no excessive vessel tortuosity on the target vessel. The cause of the withdrawal difficulty is not known. There was no resistance during the advancement of the stent through the microcatheter. Continuous flush had been maintained through the microcatheter. Per the information, the stent was detached when it was removed; aside from the reported kinked / bent issue reported. The timing of when the stent became detached was not known. There was no damage noted on the microcatheter. The replacement stent was another 4.5mm x 22mm enterprise (enc452212) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient and no clinically significant delay in the procedure.